Event description:
Customer reported a malfunction with the pump, identified by malfunction code malf 25, which could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who acknowledged instructions on putting the pump into storage mode and returning it within 10 days, as well as steps to follow upon receiving the new pump. Customer was advised to use mdi as a backup therapy until the replacement pump was received.